Event description:
Reporter stated that customer received the following results on 2 different meters within 5-10 minutes: 210 mg/dl (active system 1) and 111 mg/dl (active system 2). No actions taken based on device results. No adverse event due to the device reported. The manufacturer requested return of suspect product for evaluation; however, the suspect strips have been discarded and will not be returned.

Manufacturer narrative:
The event occurred in (B)(6). This medwatch is for active system 1. (B)(4). Device will not be returned.